Event description:
A patient reported experiencing inaccurate high results with a lifescan meter. The patient's blood glucose results were 15/8 mmol/l on the meter and 8/6 mmol/l on the lab with a difference of 84%. Tests were done within 10 minutes. A second meter to lab comparison was made with the meter reading 8.1 mmol/l and the lab reading 6.7 mmol/l with a difference of 21%. Tests were done within 10 minutes. Patient did not experience any adverse events. No further information has been reported.